Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarms, the customer replaced the battery and the insulin pump started to scream and insulin pump had a fogged screen. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer reports they were unable to clear the alarm. Customer reports they were able to rewind the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test, a21 error test and displacement test. Device display properly. No missing segment/partial display anomaly, a21 alarm or reset time/date anomaly after change battery noted during testing. (B)(4).